Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient had recently had a fall. The patient¿s right ventricular apical lead¿s impedance and sensing were normal after the patient¿s fall, but the lead had lost its ability to capture. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.